Event description:
The pump was returned for investigation. Evaluation revealed that the force sensor was out of calibration and the fore resistance measurement was out of specification. This report is made based on results of investigation completed on 02/27/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2012 with the following findings: during investigation, the pump did not detect the cartridge. Evaluation revealed that the force sensor was out of calibration and the fore resistance measurement was out of specification. There was evidence of contamination found on the force sensor plate. Investigation also revealed that the bolus button cover is partially detached. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.